Event description:
It was reported that during elective generator replacement procedure, it was noted that the hemostatic valves covering both the lv set-screws in the header block were blocked such that they needed to be cut away in order to reach the set screw to loosen and remove the lv lead from the header block. The device was explanted. Patient was not affected by the event.

Manufacturer narrative:
The reported inability event of blocked septum could not be confirmed. Interrogation of the device revealed the device was above eri when received. Patient notifier was tested and no anomaly was detected. The cause of the field event remains undetermined.